Event description:
It was reported that the probe broke off from two thunderbeat shears during a therapeutic laparoscopically assisted vaginal hysterectomy procedure. The procedure was completed with a third replacement shear. There was no report of patient harm. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported issue, and attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Update h3 and h6. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the received condition was performed on the device. The probe was broken at 13,2 mm from the distal end of the probe. There were scratches around the broken area. The surface of the broken area was inspected. The probe was broken from the scratched area. The distal end of the item was inspected under a microscope and detected scratches or contact marks at the non-insulated area of the grasping section. The broken piece of the probe tip was returned. The tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure". Olympus will continue to monitor field performance for this device.